Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Note: events were submitted via 2210968-2020-03999, 2210968-2020-04000, 2210968-2020-04197, 2210968-2020-04199 and 2210968-2020-04200.

Event description:
It was reported that the patient underwent a cardiac procedure on (B)(6) 2020 and the suture was used. During the surgery, the suture broke in the mid length strand. A similar device was used to complete the procedure with no patient consequences.